Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative regarding a patient who was receiving morphine (26mg/ml), bupivacaine, and clonidine at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the pump was prepared for replacement. The pump was stalled. No symptoms were reported. There were no further complications reported at this time.